Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. No product lot number was reported therefore no lot release records were reviewed. The omnipod¿s user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The patient reported his blood glucose and insulin history is as follows: time: in the evening, bg (mg/dl): 400, bolus (u): manual injection of insulin. He could not fall to sleep due to frequent urinating and dryness in the mouth. During the night: 390-430. In the morning: 405. He then decided to go to the emergency room where he was treated with an intravenous therapy of liquids and was given manual injection of insulin. His bg decreased to 250 mg/dl. (B)(4).

Manufacturer narrative:
The returned product was evaluated and performed as designed during testing. No malfunction or other product condition that would have contributed to the patient's hyperglycemia and hospitalization was found.